Event description:
Pt experienced periods of malfunction w/repeated inadvertnet deactivation. Pt returned to surgery 2/2/93, however, no pump malfunction was found. Pt continued to experience malfunction of device and returned to surgery 3/15/94. Pump was explanted and another prosthesis implanted.